Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16100, 3006705815-2022-16101. It was reported that the patient was not receiving effective therapy from their system. It was confirmed via x-ray that the leads had migrated. Additionally, the ipg had reached end of life. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.